Event description:
It was reported via repair work order that the fowler was not working due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was not working due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the fowler was not working due to a faulty motor. Customer provided with parts to do repair. Customer performed evaluation.